Event description:
Livanova deutschland received a report that a heater-cooler system 3t was tripping the power supply during service. It was then clarified that the dedicated power sock in the operating theatre was tripping. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) hospital, united kingdom. A livanova field service engineer was dispatched to the facility to investigate the device and could confirm the reported issue. During inspection, it was found that the plug is faulty. The cable and wires had been pulled out of their terminals. To solve the issue a new plug was attached. Electrical and functional checks were carried out satisfactory and the unit returned successfully to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: no similar event has been recorded on the device since its installation in 2018 by reviewing the complaints database. The cable damage can lead to conductor strand breakage, thus, it cannot be ruled out that the electrical shutdown is related to an interrupted current flow due to damage in the mains cable segment near the plug.

Event description:
See initial report.